Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that during inflation, the balloon was overinflated to 24 atmospheres (atms) and the balloon ruptured. It should be noted that the peripheral dilatation catheter (pdc), viatrac 14 plus, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the rx viatrac plus device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the IFU deviation resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The absolute pro and armada 35 devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily calcified, 98% stenosed lesion in the left external iliac artery. A 9x100mm absolute pro vascular self-expanding stent system (sess) was implanted without issue. During post-dilatation, while advancing with a 9x80mm armada 35 balloon dilatation catheter (bdc), the physician pushed the edge of the tip of the armada bdc against the implanted absolute pro stent causing resistance between the devices, and the absolute pro sess became stretched. The bdc was removed and replaced with a viatrac 14 plus peripheral balloon dilatation catheter to complete post-dilatation, when the balloon was inflated to 24 atmospheres (atm) and ruptured on the first inflation. The viatrac bdc was removed and the armada bdc was re-inserted to successfully complete the post-dilatation. The stretched absolute sess remains implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.